Event description:
A report was received that the patient had swollen lymph nodes which was not known if related to our device or not. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had swollen lymph nodes which was not known if related to our device or not. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn.

Event description:
A report was received that the patient had swollen lymph nodes which was not known if related to our device or not. The patient will undergo an explant procedure.